Event description:
The customer contact reported that while operating on ac power, the pump powered off by itself without sounding an audible alarm tone. On 10/14/2005 at 1930, the primary line of the device was programmed to deliver heparin (25000u/500ml) at a rate of 26ml/hr and the delivery was started. No further programming parameters were provided. On 10/16/2005 at 1645, it was noted that the screen of the device was blank and that the delivery had stopped; however, the control knob was still in the run position. No audible alarm was reported prior to the device powering off. The physician was notified. The patient had partial thromboplastin time (ptt) levels drawn and received a 5000u bolus dose of heparin. The device was removed from clinical service. Therapy was resumed at a titrated rate of 28ml/hr using a replacement device. There were no reported adverse patient effects. The patient was discharged from the hospital on an unspecified day following the reported event. Though requested, no additional information ws provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.